Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device evaluation. The insufflator exhibited oil leakage from the pressure reducer and partial output from the front panel light-emitting diode. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the fluid from outside the device entered into the pipeline and the lighting issue was caused by a faulty front panel light emitting diode. Olympus will continue to monitor field performance for this device.